Event description:
It was reported by the aci sales professional that a female patient underwent an interventional peripheral procedure on (B)(6) 2012. Access was obtained via an antegrade stick, at the common femoral artery, via a 5f sheath (model unknown). Following the procedure, the radiology tech who was not trained, selected the mynxgrip vascular closure device 5f to close the access site. It was reported that "the sealant lodged in the sleeve and did not deploy correctly". The device was removed from the patient, and the radiology tech converted the patient to approximately 15 minutes of manual compression. Hemostats were also used to push the sealant down the tissue tract. Hemostasis was successfully achieved. It was also reported that the "black sleeve housing for the sealant ripped at the slit on the sleeve". No further information is available.

Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle was engaged to the handle and with the sealant sleeve pushed back against the shuttle. The sealant was not returned with the device. The advancer tube was covering the balloon proximal tip (pushed past the distal tamp lock). The distal segment of the shuttle cartridge was torn and a small piece of the sealant was found inside the shuttle cartridge. The catheter, shuttle cartridge and advancer tube were inspected for anomalies (i.e. Kinks, deformity), no anomalies were observed. Based on the provided information and the investigation performed, the probable cause for the reported failure to deploy could not be conclusively determined. The review of the lhr (lot f1210904) indicated that the device lot met all established performance criteria prior to shipment.